Event description:
It was reported the patient received the following results within 15 minutes: 244 mg/dl and 542 mg/dl. The patient injected himself with unknown insulin according to the 244 mg/dl result. He does not believe that result was correct since he felt tired later, like his blood glucose level was low. The patient drank ginger ale on his own to self-treat.